Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device, essure may have migrated to endometrium"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on 18-jun-2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, loop electrosurgical excision procedure in 2009, migraine and multigravida. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal. Concomitant products included hydrocortisone (proctozone h), ibuprofen and neomycin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), abdominal pain upper ("epigastric pain"), alopecia ("hair loss"), bladder disorder ("bladder problem"), cystitis ("infection bladder "), urinary tract disorder ("urinary problems"), urinary tract infection ("infection urinary tract"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines "), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("infection vaginal") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy) and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, weight increased, weight decreased, hormone level abnormal, abdominal pain upper, alopecia, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, rash, dyspareunia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Smear cervix - on an unknown date: abnormal pap smear of cervix ultrasound pelvis - on an unknown date: essure may have migrated to endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation, pelvic pain and device breakage. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: gastrointestinal or digestive system condition and essure confirmation test not done added as events and essure may have migrated to endometrium. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on (B)(6) 2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, loop electrosurgical excision procedure in 2009 and migraine. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes "), abdominal pain upper ("epigastric pain"), alopecia ("hair loss"), bladder disorder ("bladder problem"), cystitis ("infection bladder "), urinary tract disorder ("urinary problems"), urinary tract infection ("infection urinary tract"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines "), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("infection vaginal") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, weight increased, weight decreased, hormone level abnormal, abdominal pain upper, alopecia, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs: hormonal changes, abnormal bleeding (general), abnormal bleeding vaginal, abnormal bleeding menorrhagia, infection bladder, infection urinary tract, infection vaginal), bladder or urinary problems or changes, migraines / headaches, rashes or skin conditions, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss, gastrointestinal or digestive system condition, hair loss. Concomitant disease, historical condition, historical drug. Were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant / migration of essure device/ essure may have migrated to endometrium / migration of essure device"), device breakage ("device breakage / device breakage"), genital haemorrhage ("abnormal bleeding (general), / abnormal bleeding (general)") and gallbladder operation ("gall bladder surgery ") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on (B)(6) 2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, loop electrosurgical excision procedure in 2009, migraine, multigravida and smear cervix abnormal. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal, lower abdominal pain and cervix inflammation. Concomitant products included hydrocortisone (proctozone h), ibuprofen and neomycin. In 2009, the patient experienced weight increased ("weight gain / weight gain"), weight decreased ("weight loss / weight loss"), alopecia ("hair loss / hair loss"), fatigue ("fatigue / fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation"), decreased appetite ("loss of appetite") and mood swings ("mood swing"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea / nausea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding vaginal"). In 2010, the patient experienced bladder disorder ("bladder problem / bladder problem"), urinary tract disorder ("urinary problems / urinary problems"), urinary tract infection ("infection urinary tract / urinary tract infection"), rash papular ("rashes or skin conditions type: bumps in clumps") and fungal infection ("yeast infections"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes / hormonal changes"), abdominal pain upper ("epigastric pain"), cystitis ("infection bladder / bladder infection"), vaginal infection ("infection vaginal / vaginal infection") with vaginal discharge, gastrointestinal disorder ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition") and gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy) and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, weight increased, weight decreased, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, rash papular, dyspareunia, gastrointestinal disorder, fungal infection, diarrhoea, constipation, decreased appetite, mood swings and gallbladder operation outcome was unknown and the abdominal pain upper and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, cystitis, decreased appetite, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Smear cervix - on an unknown date: abnormal pap smear of cervix ultrasound pelvis - on (B)(6) 2015: essure may have migrated to endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation, pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of implant / migration of essure device/ essure may have migrated to endometrium / migration of essure device'), device breakage ('device breakage / device breakage'), perforation ('perforation'), genital hemorrhage ('abnormal bleeding (general), / abnormal bleeding (general)') and gallbladder operation ('gall bladder surgery ') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on (B)(6) 2009, loop electrosurgical excision procedure in 2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, migraine, multigravida and smear cervix abnormal. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal, lower abdominal pain and cervix inflammation. Concomitant products included gabapentin since 2015, hydrocortisone (proctozone h), ibuprofen, iron preparations since 2004, neomycin and opioids. In 2009, the patient was found to have weight increased ("weight gain / weight gain") and weight decreased ("weight loss / weight loss") and experienced alopecia ("hair loss / hair loss"), fatigue ("fatigue / fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse), diarrhea ("diarrhea"), constipation ("constipation"), decreased appetite ("loss of appetite") and mood swings ("mood swing"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea / nausea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding menorrhagia") and vaginal hemorrhage ("abnormal bleeding vaginal / abnormal bleeding vaginal"). In 2010, the patient experienced bladder disorder ("bladder problem / bladder problem"), cystitis ("infection bladder / bladder infection"), urinary tract disorder ("urinary problems / urinary problems"), urinary tract infection ("infection urinary tract / urinary tract infection"), rash papular ("rashes or skin conditions type: bumps in clumps") and fungal infection ("yeast infections"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), abdominal pain upper ("epigastric pain"), vaginal infection ("infection vaginal / vaginal infection") with vaginal discharge and gastrointestinal disorder ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition"), was found to have hormone level abnormal ("hormonal changes / hormonal changes") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, perforation, genital hemorrhage, weight increased, weight decreased, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal hemorrhage, vaginal infection, dysmenorrhoea, rash papular, dyspareunia, gastrointestinal disorder, fungal infection, diarrhoea, constipation, decreased appetite, mood swings and gallbladder operation outcome was unknown and the abdominal pain upper and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, cystitis, decreased appetite, device breakage, diarrhea, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, gallbladder operation, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, perforation, rash papular, urinary tract disorder, urinary tract infection, vaginal hemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea , dyspareunia , menorrhagia ,device breakage ,migration of implant , migraine, fatigue ,hair loss ,nausea and weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2015: migration. Smear cervix - on an unknown date: results: abnormal pap smear of cervix. Ultrasound pelvis - on (B)(6) 2015: results: essure may have migrated to endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation, pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event added: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of implant / migration of essure device/ essure may have migrated to endometrium / migration of essure device'), device breakage ('device breakage / device breakage'), perforation ('perforation'), genital haemorrhage ('abnormal bleeding (general), / abnormal bleeding (general)') and gallbladder operation ('gall bladder surgery ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on (B)(6) 2009, loop electrosurgical excision procedure in 2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, migraine, multigravida and smear cervix abnormal. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal, lower abdominal pain and cervix inflammation. Concomitant products included gabapentin since 2015, hydrocortisone (proctozone h), ibuprofen, iron preparations since 2004, neomycin and opioids. In 2009, the patient was found to have weight increased ("weight gain / weight gain") and weight decreased ("weight loss / weight loss") and experienced alopecia ("hair loss / hair loss"), fatigue ("fatigue / fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation"), decreased appetite ("loss of appetite") and mood swings ("mood swing"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced nausea ("nausea / nausea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding vaginal"). In 2010, the patient experienced bladder disorder ("bladder problem / bladder problem"), cystitis ("infection bladder / bladder infection"), urinary tract disorder ("urinary problems / urinary problems"), urinary tract infection ("infection urinary tract / urinary tract infection"), rash papular ("rashes or skin conditions type: bumps in clumps") and fungal infection ("yeast infections"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("epigastric pain"), vaginal infection ("infection vaginal / vaginal infection") with vaginal discharge and gastrointestinal disorder ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition"), was found to have hormone level abnormal ("hormonal changes / hormonal changes") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, perforation, genital haemorrhage, weight increased, weight decreased, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, rash papular, dyspareunia, gastrointestinal disorder, fungal infection, diarrhoea, constipation, decreased appetite, mood swings and gallbladder operation outcome was unknown and the abdominal pain upper and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, cystitis, decreased appetite, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, perforation, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea , dyspareunia , menorrhagia ,device breakage ,migration of implant , migraine, fatigue ,hair loss ,nausea and weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2015: migration. Smear cervix - on an unknown date: results: abnormal pap smear of cervix. Ultrasound pelvis - on (B)(6) 2015: results: essure may have migrated to endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation, pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant / migration of essure device/ essure may have migrated to endometrium / migration of essure device"), device breakage ("device breakage / device breakage"), genital haemorrhage ("abnormal bleeding (general), / abnormal bleeding (general)") and gallbladder operation ("gall bladder surgery ") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included pelvic adhesions (surgery) on (B)(6) 2009, dyspareunia on (B)(6) 2009, cervical intraepithelial neoplasia ii, anemia, cholecystectomy, thyroid cyst, loop electrosurgical excision procedure in 2009, migraine, multigravida and smear cervix abnormal. Previously administered products included for an unreported indication: ultram, gabapentin and ferrous sulfate. Concurrent conditions included body mass index normal, lower abdominal pain and cervix inflammation. Concomitant products included hydrocortisone (proctozone h), ibuprofen and neomycin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced weight increased ("weight gain / weight gain"), weight decreased ("weight loss / weight loss"), alopecia ("hair loss / hair loss"), fatigue ("fatigue / fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation"), decreased appetite ("loss of appetite") and mood swings ("mood swing"). In (B)(6) 2009, the patient experienced nausea ("nausea / nausea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding vaginal"). In 2010, the patient experienced bladder disorder ("bladder problem / bladder problem"), urinary tract disorder ("urinary problems / urinary problems"), urinary tract infection ("infection urinary tract / urinary tract infection"), rash papular ("rashes or skin conditions type: bumps in clumps") and fungal infection ("yeast infections"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes / hormonal changes"), abdominal pain upper ("epigastric pain"), cystitis ("infection bladder / bladder infection"), vaginal infection ("infection vaginal / vaginal infection") with vaginal discharge, gastrointestinal disorder ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition") and gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, weight increased, weight decreased, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, fatigue, nausea, migraine, headache, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, rash papular, dyspareunia, gastrointestinal disorder, fungal infection, diarrhoea, constipation, decreased appetite, mood swings and gallbladder operation outcome was unknown and the abdominal pain upper and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, cystitis, decreased appetite, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Smear cervix - on an unknown date: abnormal pap smear of cervix. Ultrasound pelvis - on (B)(6) 2015: essure may have migrated to endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation, pelvic pain and device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event onset dates and outcomes updated. Events yeast infections, diarrhea, constipation, loss of appetite, gall bladder surgery and mood swing added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery to remove essure. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 03-aug-2017: summons received-new reporter added. Event pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.